Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited short episodes of auto mode switch due to far field r-wave oversensing. The device was successfully reprogrammed. There were no patient consequences.